Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported receiving a stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting indicated that the pump requires replacement. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1880l was requested and the customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the self test. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. No damage or moisture damage on keypad assembly. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any 61stuck key alarms that may have occurred in the past. The adapt tool reveals that multiple stuck key alarms were found before event date and two on (B)(6) 2024 at 13:07:08.000 and at 13:33:09.000. Proceed by cutting the unit open and perform a visual inspection of connectors and electronic stack. Per visual inspection, moisture damage was noted on pcba1. Unit was received with scratched case, cracked case on battery side and cracked case (battery tube). In conclusion, customer concerns were not confirmed. All buttons functioning properly during testing and no alarms noted during testing. However, during visual inspection, evidence of moisture damage on pcba1 was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.